Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the outlet port on a neopuff infant resuscitator broke. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the outlet port on an rd900 infant resuscitator broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Correction: the part number has been updated from (B)(4) to (B)(4). Background: the (B)(4) is a portable standalone neopuff device. The (B)(4) is a neopuff which can be mounted to an infant warmer. Narrative: method: the returned neopuff fascia and valve system were visually inspected for damage. Results: the front case of the returned neopuff was from a (B)(4) mounted neopuff. The rear case was from a portable standalone (B)(4) neopuff. The gas inlet port was broken off of the neopuff manifold. Conclusion: it appears that the customer put the front case of a (B)(4) (serial number (B)(4), manufactured in 1999) on the rd900 neopuff (serial number (B)(4), manufactured in 2002) during a service or repair, however fisher & paykel healthcare has been unable to obtain confirmation or further information from the hospital. The neopuff is a portable, reusable device which can be susceptible to impact damage, for instance when the neopuff is dropped or subjected to a considerable external force. The damage to the inlet port is consistent with impact damage to the neopuff. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The device technical manual describes the functional tests and advises that if any of the valve tests fail, including the maximum pressure output test, then a new valve assembly is required. In addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual. A replacement fascia and valve assembly have been supplied to the customer.

Manufacturer narrative:
(B)(4). The complaint device has not yet been returned to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.